Event description:
The drill was returned to the manufacturer for service and upon evaluation it was discovered that the device operated without the trigger being activated and a bias current error was displayed.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found throughout the inside of the hand piece and evidence of a thermal event was found on the contact pins. Additionally, there was evidence of the third party service being performed on the unit.